Manufacturer narrative:
G2. Foreign: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that it was set to c-1 when went to bed, but there was no stimulation. When an attempt was made to change the intensity of the stimulation, the setting value unavailable was displayed. The a setting is working when awake. The remaining charge level is displayed as 100% for both the stimulator and controller. There were no known environmental, external, and patient factors that may have caused the event. For diagnostics/troubleshooting to make sure, when setting c-1, asked to turn on the stimulation using the on/off switch button, but there was no stimulation. Told that the next consultation is tomorrow, (B)(6), from 9:00 to 10:00, so informed that the person in charge would call back and respond with the issue. The issue was not resolved at the time of the report. The patient status was unknown. Additional information was received. It was reported that the cause of t he settings not available message and not feeling stimulation with c-1 was that the resistance value of some of the electrodes used was high. The actions taken to resolve the issue were that on june 20 they changed the setting to avoid the electrode with high resistance value at the outpatient clinic. The issue has since been resolved.